Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The unit in question was not returned to a service center for inspection and evaluation. Based on the results of the investigation, a definitive root cause could not be established. There was no means to determine if the suggested phenomenon could be duplicated, and no cause could be presumed from the facts of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii video system center that the image is not visible. The picture goes in and out intermittently and "sometimes appeared with squiggly lines." There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.